Manufacturer narrative:
No button error alarms noted during testing. However, the esc, act, and up buttons on the device had intermittent response due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the customer was attempting to bolus and the buttons weren't working. Then a few minutes later the device alarmed button error. Customer's blood glucose was 195 mg/dl. Customer was unable to clear the alarm. Customer was advised the device need to be replaced and agreed to return it for analysis.